Event description:
A literature article (furlan jc et al. Use of osteogenic protein-1 in patients at high risk for spinal pseudoarthrosis: a prospective cohort study assessing safety, health-related quality of life, and radiographic fusion. J neurosurg spine 2007;7:486-495) contained a report of a male who experienced a fracture of transarticular screws bilaterally, but without evidence of instability in terms of excessibe angulation or translation on flexion / extension radiographs, after receiving op-1 putty for an unspecified spinal fusion. His pre-operative diagnosis included central cord syndrome with atlanto-axial instability, spinal cord injury, and compressive myelopathy. The patient received 2 units of op-1 putty combined with autologous bone, which was placed in the posterolateral gutters. There were no documented symptoms or abnormal clinical findings upon physical examination. No treatment was required. An outcome was not provided. The authors concluded that there were no apparent adverse effects related to use of op-1 putty. Additional information has been requested.